Manufacturer narrative:
Date sent to the FDA: 03/26/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and lysis of adhesions on (B)(6) 2019 during which the surgeon noted ¿the previously placed mesh adherent to the small bowel. Pieces of mesh were removed along with a loop of bowel. The remaining mesh, noted to be lax, was revised.¿ it was reported that the patient experienced dense adhesions, severe pain, inflammation, loss of appetite, stress and anxiety. No additional information was provided.